Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2022-01508. It was reported that, following a trial procedure on (B)(6), the patient experienced a myocardial infarction on (B)(6) 2022. The leads are still currently implanted, but therapy has been turned off. The patient has since recovered, and trial was continued as planned.

Manufacturer narrative:
08feb2024: supplemental report needed due to code correction.